Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. The hcp reported that the patient had the ins explanted because the battery died. No further complications were reported.

Manufacturer narrative:
Analysis of the ins serial# (B)(4) found the ins reached the normal end of life. Product analysis #230869863: analysis information -- (B)(4) 2018 19:00:03 cst pli# 10 product ID# 37712 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis determined that the implantable neurostimulator (ins) is at normal end of life. The elective replacement indicator (eri) or end of service (eos) indicator was set. The ins passed the final functional test on the automated test console. The ins failed the final functional test on the automated test console. {the ins failed due to a dirty port. The ins port will be cleaned prior to retest. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs. After {1} physician mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to {1} overdischarge(s). The ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined that no telemetry was observed with an n'vision clinician programmer. If information is provided in the future, a supplemental report will be issued.